Manufacturer narrative:
Concomitant product(s): product ID: 8578, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 06-aug-2017, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-nov-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 15 mg/ml; 6.397 mg/day and bupivacaine 7.5 mg/ml; 3.198 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was approximately (B)(6) 2018. It was reported the patient experienced an inflammatory mass (im). The im related symptoms were tenderness in the low/mid back. A computerized axial tomography (cat) scan and magnetic resonance imaging (MRI) were done. The plan was to replace the catheter completely on (B)(6) 2018. A partial bridge updated at 4:10 pm. The new medication for the pump was clonidine 1 mcg/ml; 0.6397 mcg/day, bupivacaine 3 mg/ml; 1.91 mg/day and morphine 10 mg/ml; 6.397 mg/day. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was unknown if the inflammatory mass has been resolved at this time. The old catheter was removed almost entirely on (B)(6) before implanting the new catheter. A small piece, not active, is still in patient¿s left side. The old catheter was not sent back because it went to pathology due to the inflammation mass. The patient¿s weight and medical history were unknown.